Manufacturer narrative:
10/23/97-supplemental rpt 31 submitted to FDA.

Event description:
The device was used during a heiller myotomy procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.